Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: bad blurry image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the customer allegation "error e224 camera head communication failure" was due to bad cable unit. Based on the investigation result the most probable cause of the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had displayed an e224 scope communication error. There were no reports of patient harm.

Event description:
It was reported, that the subject device had an image problem. And displayed an e224 scope communication error. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.